Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, during user handling, the forceps channel leaked, causing water to enter the inside of the device. As a result, moisture adhered to the objective lens unit, and this phenomenon temporarily occurred. The event can be detected/prevented by following the instructions for use which state: "chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿.if the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope image was scratchy and would not focus. Additionally, it was reported that an internal leak was detected in the scope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations were unable to be confirmed. During the device evaluation the device passed the leak test. Also, it was stated that all lenses were ¿good.¿ it was observed that the objective lens had a tiny chip on the edge and covered with glue, however, this did not affect the image. Upon further inspection, it was observed that the caution was peeling due to incorrect placement. It was also observed using a borescope that there were scratches and peeling. It was observed that there were two red/green/blue dots in zone two seen in the ocular. It was also observed that there was a minor scratch on switch one. It was observed that there was low tension in the scope. It was also observed that the play did not meet the standard value. Dents and scratches were observed on a device component. It was observed that there was a chip and a crack on a device component. It was also observed that there were minor scratches on several device components. It was observed that a buckle was observed on a device component. It was also observed that a minor chip was on the connector, including a boot, dent, or scratches. Lastly, the bending section cover was replaced during the inspection due to defects observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.